Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The patient's spouse reported a return of symptoms after the patient stumbled going down the stairs. The patient was seen by a nurse for reprogramming, and later by a neurologist. The spouse stated the neurologist confirmed an open circuit. Additional information was requested from the hcp. The hcp reported the therapy worked well for two weeks but then decreased. Upon interrogation of the left neurostimulator, the hcp noted an open circuit and high impedances on the left lead. The patient was referred to the neurologist and the device was explanted.